Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmalogical intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Based on the information received the root cause of the event is indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient underwent transcatheter valve-in-valve intervention after an implant duration of approximately seven (7) years due to stenosis and regurgitation (peak gradient 90mmhg) secondary to calcification. It was reported that only one (1) leaflet appeared to be calcified causing leaflet to not coapt. A 20mm transcatheter bioprosthetic aortic valve was implanted inside a disabled 19mm pericardial aortic valve. The patient was reported as well. No additional information was provided.